Event description:
It was reported that the start/stop button was not starting the transmission on a previously working remote monitor. The patient is returning the monitor. No patient complications have been reported as a result of this event. It was further reported that the monitor had been returned.

Event description:
It was reported that the start/stop button was not starting the transmission on a previously working remote monitor. The patient was returning the monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor was unable to power up due to corrosion and contamination on the printed circuit board.